Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05624. The same patient is represented in each medwatch.

Event description:
It was reported by the patient's sibling that a patient underwent a hernia repair procedure on the right side on (B)(6) 2011 and mesh and bard perfix extra large plug. Within 3 weeks of implantation, the patient was having problems with his bowels, muscle weakness, muscle pain, sleeping problems, extreme fatigue, mental status of confusion, weight loss, uninary problems, short term memory loss, unable to do daily functions and chronic abdominal pain. The patient also experienced numbness throughout his body and two nerves were entrapped in the plug. The nerves affected were the ilioinguinal and genitofemoral. All of the mesh was removed on (B)(6) 2012, but the patient is still experiencing all symptoms. The patient is unable to sit more than 15mins. Laying flat is the best and most comfortable.